Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. When the customer was placing the cap back on the device, he accidentally pressed the plunger and stuck himself with the lancet. No medical attention needed or sought. No adverse event reported. Requested return of suspect device and replacement was sent.